Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bard pelvicol to vaginal cuff to sacrum to urethra.

Manufacturer narrative:
(B)(4). It was reported that patient underwent exploratory laparotomy with bilateral salpingo-oophorectomy, small bowel resection anastomosis, drainage of pelvic abscess and resection of meckel¿s diverticulum due to pelvic abscess on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with tah and abdominal sacrocolpopexy due to symptomatic pelvic relaxation, sui, dysmenorrheal and leiomyomata. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia.